Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Device was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. An "alert on high" = 175 mg/dl was then set into the unit. Device did give off an alert and notification when that level was exceeded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 548 mg/dl at the time of incident and current blood glucose value was 400 mg/dl. Customer was not using auto mode feature at time of high blood glucose event and customer was not hospitalized. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.